Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was returned to investigate for this record. The available picture shows a black dot which seems to be on the plunger tip. As a result, the reported issue was verified. Unfortunately it's not possible to verify it is embedded on plunger, barrel or mobile in fluid path. Without the affected sample, the definitive root cause is unknown. Taking into account the available picture, two possible root causes could be pointed out: circumstances there is a possibility that during the scale stamping some minor ink speck could come off remaining attached to the surface of the barrel. It is concluded that the risk associated to this issue should be very low and negligible and should not represent any impact to the health of the patient or user. In addition, due to the high working temperatures, some particles of plastic can remain stuck on the internal walls of the mold, get burnt and in isolated cases, it may be detached from the screw being injected and remaining embedded in the piece. However, this is a cosmetic defect which have no risk at all to the health because the burnt plastic is trapped. Despite the fact that any high volume manufacturing process may generate some foreign matter, the highly capable process employed by bd to produce syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls mentioned above. Investigation conclusion: without affected sample is not possible to determine a definitive origin.